Event description:
Pain [pain], swelling of right knee [joint swelling], swelling of left knee [joint swelling], effusion of right knee [joint effusion], effusion of left knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g f 20) injection weekly in both knees (does not provided. The lot number for synvisc was not provided. On (B)(6) 2012, the pt received second injection of synvisc in both knees. On (B)(6) 2012, the pt received third injection of synvisc in both knees. On an unspecified date, the pt experienced pain. On (B)(6) 2012, the pt developed swelling of both knees. On the same day, the pt received treatment with diclofenac sodium at a dose of 50 mg per day (suppository and intrarectal injection) for pain and swelling. On (B)(6) 2012, the pt had arthrocentesis of both knees and fluid was aspirated from both knees: left knee-75 cc and right knee-45 cc. On the same day, c-reactive protein was between 22-87 (units and normal range not provided). On (B)(6) 2012, the pt had arthrocentesis and fluid was aspirated from both knees: left knee-28 cc and right knee-16 cc. It was reported that, "he got off work that day because of pain". On the same day, the pt received treatment with injection of triamcinolone acetonide at a dose of 40 mg/ml for pain and swelling. On (B)(6) 2012, the events of swelling of right knee and swelling of left knee was resolved. The action taken with synvisc treatment was not provided. The outcome for the events of pain, effusion of right knee and effusion of left knee was not provided. Concomitant medications were not provided. The intensity for the events of pain, swelling of right knee, swelling of left knee, effusion of right knee and effusion of left knee was not provided. The reporting physician assessed the relationship between synvisc and the events of swelling of right knee and swelling of left knee as definite and did not provide the relationships between synvisc and the events of pain, effusion of right knee and effusion of left knee.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.